Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia for several hours after a delayed completion of an infusion set and supply change, during which insulin delivery was not active; once the supply change was completed, the pump resumed delivery and glucose began to decline, and the device alerted to high glucose. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no outside medical assistance, and glucose trending downward after insulin delivery resumed. Investigation included customer service review and troubleshooting with education to monitor glucose and call back if needed. Investigation of this case revealed that the glucose excursion was consistent with interrupted insulin delivery due to an incomplete supply change, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.